Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient called requesting to meet with a representative to get their implant out of a possible over discharge state for they need an MRI on their knee. Pt mentioned 4 months after implant date they started having issues with their implant and had their implant reprogrammed 6 different time for 6 different settings but they were still having issues with their implant. Patient decided to let their implant completely deplete for they claim the implant was put in wrong and the pt was hoping to get the implant explanted sometime. Patient said that their MRI facility tried to get a representative out to the MRI facility to get the implant out of the discharge state but the facility was unsuccessful on getting a representative out to see the pt. The patient mentioned unrelated medical history including the pt blew out their knee and was needing an MRI. Pss emailed device registration to update patient's address.